Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has received a button error alarm. The father stated that her daughter is on her way to the hospital for treatment. The caller stated that he does not know the blood glucose level as he is not with his daughter. Advised the caller to call back to perform the troubleshooting on the insulin pump. No further information was provided.